Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil inside the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could extend and retract by applying torque directly at the inner coil. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried blood/tissue and overtorque of the inner coil.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an implant procedure on (B)(6) 2021. During the procedure, it was noted that the helix of the right ventricular lead to be implanted would not extend. The physician elected not to use the lead. The patient was stable throughout.